Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep re-loaded the calibration files. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system would display a filament calibration required error message. No pt injury was reported.